Event description:
The patient reported that one v-go device came off after only about an hour of applying it. Patient did state that she does not always prepare the application site with an alcohol prep prior to applying the v-go device. Patient did confirm that there was no interference with clothing that may have caused the v-go to come off. The patient also said that there is blood at the injection site after removing the v-go device. The v-go device was disposed.